Event description:
Product analysis was completed and approved on the hand held on 01/05/2016. Product analysis found that the handheld was able to power on and off with no observed anomalies. During the analysis it was identified that the handheld would display an error message when the returned flashcard was inserted. The cause for the anomaly is associated with a bent flashcard slot pin. Once the pin was straightened, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(6) 2015 that the physician's handheld won't power on at all. Even after it has been charged and the screen unlocked. The site has other devices that are able to be charged with the charger so the issue appears to be the handheld itself. The handheld was received for analysis on 12/08/2015. Analysis is underway but has not been completed to date.